Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four days post implant, the leadless implantable pulse generator (ipg) exhibited rising thresholds. It was reported the cause of the rise was the patient's myocardium. The leadless ipg remains in use. No patient complications have been reported as a result of this event.